Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed a total service call check list and found a leaking rinse block and rinse probe binding. The fse replaced both block rinse blocks. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false positive advia centaur cp troponin ultra result was obtained by the customer on a patient sample and reported to the physician. The patient sample was repeated and the troponin result was negative. A corrected and negative troponin test result was reported to the physician. Patient treatment was not prescribed or altered. There was no known report of adverse health consequences due to the discordant troponin ultra result.